Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, occlusion alarms occurred. The customers blood glucose level was 311 mg/dl. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the issues.